Event description:
It was been reported that the AED did not pass self diagnostic check.

Manufacturer narrative:
Pr#: (B)(4). Product eval pending. Issue is being reported as alert could not be cleared by operator. Device serial number unk at this time, but will be reported at time of follow up.